Event description:
It was reported that the surgeon's dell x50 handheld is showing on the handheld screen that the battery latch is open, however, the latch was reported to be in the lock position. The manufacturer representative traveled to the site where a hard reset was performed, and the battery latch was positioned in the lock position, and the screen was still showing that the latch was open. The handheld was replaced, and good faith attempts to obtain the non-working handheld for analysis have been made, but the device has not been received to date.